Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis, elevated cobalt and chromium level, and pseudotumor. The bhr cup and bhr head were removed during surgery. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This is a legal complaint from the united states reporting the revision of a bhr left hip, secondary to metallosis, pseudotumour and a metal allergy with systemic symptoms. Implantation of the bhr hip was performed on (B)(6) 2007. The revision was done almost 9 years later. From the revision intra-operative notes it is stated "this was an extremely difficult procedure due to the patient's underlying problem." No indication of what these "underlying problems" were except for the "metal allergy with systemic symptoms" nor is there any indication of how long the symptoms have been present. The intra-operative revision report continues to document findings consistent with an adverse reaction to metal, such as pseudotumour, bony erosion, and cysts. The report from a laboratory analysis during the revision surgery was stated as; "showing significant inflammatory tissues throughout the wound. This would be consistent with infection or as well as deep metal-on-metal adverse tissue reaction." The physician stated; "it is most likely, at this point that the reaction, is due to a metal-on-metal reactive tissue and not truly septic loosening." No intra-operative pictures, no metal ion levels and no description of the "systemic symptoms" have been provided. Based on the available information, from the observations during the revision, the clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed. Additionally, the explanted device was not returned for evaluation and it cannot be concluded that the reported findings are associated with a mal-performance of the implant. No information has been submitted on the patient's current status at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that patient underwent left hip revision surgery due to metallosis, elevated cobalt and chromium level, and pseudotumor.